Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a procedure. According to the complainant, during the procedure, the patient's femoral artery was hit and she bled out. Subsequently, the patient died during the procedure. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.